Manufacturer narrative:
Only the broken basket wire was returned to omsc for the investigation. One of the four wires of the basket broke and the handle side of the basket wire also broke. The both sides of the broken wire were extended. There were no abnormalities found upon investigation of the outer diameter of the basket wire. Therefore, omsc considers that it was too hard to crush the calculi. The device instruction manual has warned users that there is possibility the calculi cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus with lithotriptor, the doctor could not rotate the bml handle knob. The doctor used emergency handle to crash calculus but he failed. The basket wire broke and it was stuck in the patient. The doctor crashed calculus with ehl and withdrew the basket wire after he performed additional cut of papilla and endoscopic papillary large balloon dilation (eplbd). The procedure was prolonged for about two hours but there was no report of patient injury.